Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer ate ice cream (B)(6) 2015, gave a bolus with pump but still had high blood glucose- 585 mg/dl, hi, which on the system indicates a result in excess of 600 mg/dl. (B)(6) 2015: evening blood glucose level 474 mg/dl. Made correction with pump, but no success. The customer thinks the pump's insulin delivery is inaccurate. No adverse event reported. A request was made for the return of the device.